Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen 2000 via an implantable pump. It was reported that the patient had withdrawal symptoms. The patient has been intubated due to the withdrawal symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter aspirate port (cap) was done but patency was sluggish. The patient was brought to the operation room (or) to revise the catheter. A new full catheter (8781) was placed, and the old catheter was tied off. The old pump piece was removed. It was reported that the catheter was function properly and patent. The issue was resolved. The physician has no further information for medtronic. The patient alive with injury.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial#(B)(6), implanted: (B)(6) 2011, product type catheter, section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that there was not an infusion device issue. The catheter was revised and, at the time of this report, had a full functioning system. The doctor was notified.